Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Concomitant medical devices: 1388tc lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that an alert was triggered for high right ventricular (rv) coil impedance on the rv lead. One day later, a separate alert was triggered for out-of-range superior vena cava coil impedance on the rv lead. Lead fracture was subsequently confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.